Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual injection was administered to address elevated bg. The customer reverted to a backup pump as an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.